Event description:
It was reported that following the implantation of an ams800 artificial urinary sphincter device, the patient is experiencing some leakage. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: analysis results, evaluation results and conclusion code.

Event description:
It was reported that following the implantation of an ams800 artificial urinary sphincter device, the patient is experiencing some leakage. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.